Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving multiple shocks. The presenting electrogram (egm) revealed noise, oversensing and pacing inhibition with movement. The amplitude measurements on the right ventricular (rv) lead had changed a lot from 25 mv to 3-4 mv. As a result, tachy therapy was programmed off and the patient was admitted. The right ventricular lead was explanted. No additional adverse patient effects were reported.